Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device was returned to the manufacturer's service center for evaluation, but the device evaluation is not yet finished. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred and the device was not in patient use. The device was evaluated by a field service engineer and the customer's complaint was not confirmed. A "service required" code was found in the ventilator's downloaded event log and the device failed steps during testing. The device's oxygen blending module board needs replaced to address the issues.